Event description:
The customer reported the device pulse rate readings were not accurate. The device was in use on a patient and there was no adverse event to patient or user. A philips field service engineer found the pulse connection and ECG connection were loose and not seating properly.